Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Nine representative samples sealed with the appropriate packaging were received for evaluation. Visual inspection of the third sample noted the needle was detached and the suture was degraded inside the retainer. It was reported that the suture thread broke. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cherry eye repair, the sutures popped. A surgical procedure was performed to prevent a permanent impairment. The surgical time was extended to 30 minutes or more and the event resulted to an extended hospitalization.